Event description:
Contact reported that a 3-level cervical plate was implanted an estimated 3-5 weeks ago with 6 self-drilling screws. On follow-up the surgeon noticed the bottom two screws had backed out. The surgeon reoperated. He removed the bottom screws. He also removed the top screws because he felt they were loose although not backed out. He replaced these 4 screws with 14mm oversize screws.